Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was unknown. The customer consumed glucose tablets to address the issue. Technical support advised customer to consult a healthcare provider to discuss factors affecting blood glucose levels, which the customer acknowledged and understood.